Event description:
Pt went to local "aesthetic laser" center for hair removal on face. Was treated with "yag" laser manufactured by altus corp. Treatment administered by nurse at clinic. One treatment. Suffered intense pain, blistering, open wounds, pigmentation alteration, permanent facial scarring and disfigurement.